Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 347 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Cause was not known. Reportedly, customer was given intravenous fluids of saline and insulin. Customer was discharged (B)(6) 2022 with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.